Event description:
It was reported by the customer's husband that the customer passed away on (B)(6) of 2014. The cause of death has not been confirmed by a healthcare professional since the autopsy report has not been completed. Customer's husband had spoken to the customer the morning of the event and when they did not show up for work, drove home to discover the customer deceased in the kitchen. The customer was reported to have been attached to their insulin pump at time of passing, but customer's husband is unsure if they will be returning the device. Customer's blood glucose level was not available at time of passing. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.